Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2025. The patient's head was wrapped as recommended by cochlear. It was reported that the MRI lasted approximately 10 minutes due to the presence of a shadow in the image during the exam. The patient did not report any discomfort or pain during the procedure. Approximately 10 days post-MRI (specific date not reported), the patient noticed a slight bulge at the magnet site which began to cause discomfort during processor use. The patient is currently a non-user. Palpation and physical examination by the surgeon confirmed the magnet displacement, which was also verified through imaging (specific imaging date not reported). The implanted device remains.